Manufacturer narrative:
(B)(4). The complaint bc192 nasal tubings were received at fisher & paykel healthcare (B)(4). Investigation of the devices has not yet been completed; a follow up report will be provided upon completion of our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc192 flexitrunk infant nasal tubing had a cracked connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc192 nasal tubings were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected and pressure tested. Results: no damage was found to the interfaces during the visual inspection. The pressure test confirmed that the interfaces were within specification and were not leaking. Conclusion: we are unable to determine what caused the leak as reported by the customer as no fault was found with the returned complaint devices. All bc192-05 flexitrunk nasal tubing devices are pressure tested for any leaks and occlusion present in the interface, and those that fail are rejected. In addition, the interface is visually inspected prior to distribution.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc192 flexitrunk infant nasal tubing had a cracked connector. No patient consequence was reported.